Manufacturer narrative:
The report was created to capture the device malfunction reported in the article: yu sc, kwok ck, cheng pw, et al. Intracranial aneurysms: midterm outcome of pipeline embolization device-a prospective study in 143 patients with 178 aneurysms. Radiology. 2012;265(3):893-901. Http://pubs.rsna.org/doi/full/10.1148/radiol.12120422. The devices involved in the events will not be returned as they were implanted in the patient. The lot history record reviews were not possible as the lot numbers were not reported. (B)(4).

Event description:
Information received from the article: yu sc, kwok ck, cheng pw, et al. Intracranial aneurysms: midterm outcome of pipeline embolization device-a prospective study in 143 patients with 178 aneurysms. Radiology. 2012;265(3):893-901. Medtronic (covidien) received information through literature review stating that 2 cases of suboptimal vessel wall apposition with pipeline occurred out of 143 patients with 178 aneurysms. All of these patients were treated with pipeline embolization devices. In these two cases, one occurred at the curvature of the carotid siphon, and the other occurred at a pre-existing stent (neuroform; boston scientific) placed for stent-assisted coil treatment. Good wall apposition was achieved in both cases after balloon remodeling (gateway; boston scientific) (an option presented in the instructions for use). The information was received from the same article as MDR# 2029214-2015-00342 / 2029214-2015-00343.